Event description:
It was reported that the ventricular lead triggered a lead warning. It was also reported that the patient fell, but the fall was thought to have happened after the lead warning. The lead impedance trend had also dropped to 250 ohms, but the impedance later went back up to 407 ohms. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.